Manufacturer narrative:
The device, was used in treatment was not returned for evaluation. Photos were provided for evaluation however a root cause could not be determined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue.. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the versajet handpiece line was leaking out of the adapter. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.